Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging ipg due to pocket was too deep. Database analysis revealed no anomalies. The charge profile shows signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient underwent a pocket revision procedure and was doing well postoperatively.